Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown zimmer screw retained abutment fractured within the implant hex causing the implant damage. Implant had to be removed. Tooth location 3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A unknown zimmer screw retained abutment 4.5mm and impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar for the implant and a fracture at the hex for the abutment. Damage on implant due to the removal process. Pre-existing conditions noted on the per are clenching and bruxism. The reported device was located on tooth # 3 (universal) and was used for approximately 4 years 6 months. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown zimmer screw retained abutment 4.5mm. A complaint history review by item number was conducted for the (tsvwb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up".